Manufacturer narrative:
The investigation of priming issue has been completed. Per review of data log analysis and returned product evaluation, no problem was found during the case.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella cp pump being prepped for support when the pump failed to zero and could not be troubleshot. The pump was replaced and support proceeded without harm or injury.